Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
A tear has been identified in the packaging leading to sterility concerns ¿ see images below. We are aware that these devices are supplied as co-packaged devices with several medicinal products including vabmyso, lucentis and ximluci.

Manufacturer narrative:
(B)(4) . Follow up it was reported a tear has been identified in the packaging. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows five packaging blisters, each with the top web damaged in the area where the needle hub is. No other defects or imperfections were observed. This defect could occur during the handling of the product after manufacturing. The condition of the packaging blister top web shown in the photo is not representative of how the product leaves the manufacturing site. As the lot provided is 'unknown,' a device history record review could not be completed. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received a tear has been identified in the packaging leading to sterility concerns ¿ see images below. We are aware that these devices are supplied as co-packaged devices with several medicinal products including vabmyso, lucentis and ximluci.